Manufacturer narrative:
One photo was provided. It shows a needle assembly with no plastic shield. The safety mechanism was missing the housing. No other defect or imperfection was observed. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. With no actual sample analysis, a probable root cause could not be offered. A DHR review was not able to be completed as the lot number is "unknown".

Event description:
Material #: 305916 batch #: unknown. It was reported by customer that the mechanism for retracting the needle was missing the top part. After the clinical team member administered the vaccine, she tried to retract the needle but the part that covers the top was not there. Verbatim: rcc received a complaint via email. Email(s) attached. Item: 305916 quantity affected: 1 ea serial/lot number: unk po : (B)(6). Are any samples available for return? No. Reported issue: the mechanism for retracting the needle was missing the top part. After the clinical team member administered the vaccine, she tried to retract the needle but the part that covers the top was not there. The clinical team member discarded the needle in the sharps container without any incidence. Customer disposition request: credit.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide needle safety mechanism was broken. The following information was provided by the initial reporter: "the mechanism for retracting the needle was missing the top part. After the clinical team member administered the vaccine, she tried to retract the needle but the part that covers the top was not there. The clinical team member discarded the needle in the sharps container without any incidence." Item: 305916. Quantity affected: 1 ea. Serial/lot number: unk. Po: (B)(4). Are any samples available for return? No. Reported issue: the mechanism for retracting the needle was missing the top part. After the clinical team member administered the vaccine, she tried to retract the needle but the part that covers the top was not there. The clinical team member discarded the needle in the sharps container without any incidence. Customer disposition request: credit.